Event description:
It was reported that the implantable cardiac monitor exhibited diagnostics anomaly. The device remained implanted and automatic recordings would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.